Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: "material #: 368607, lot/batch #: 4243246. Bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for missing case label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing case label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was a reported one (1) case box of bd vacutainer® eclipse¿ blood collection needles did not have a case label. There was no report of adverse impact to patients or users.